Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the patient was on the device and would periodically disconnect herself from the ventilator resulting in patient expiring on the vela ventilator, the device alarmed as it should and no one is blaming the ventilator for the incident.